Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device has been explanted following the advisory of the fsn crm-sal-2018-001 and has been replaced by the same model. The preliminary analysis did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device has been explanted following the advisory of the (B)(4) and has been replaced by the same model. The preliminary analysis did not reveal any anomaly.